Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strip vial involved with this complaint has been returned; however, product analysis testing was not performed since the vial was returned empty. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 suberror 1 and 2 message. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed. Test strip vial was returned without test strips; product analysis could not perform testing.